Event description:
It was reported that the pump exhibited a syringe was not running properly error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was broken. Review of the event history log (ehl) showed a check clutch plunger lever" error. An occlusion test was performed as part of the functional test. The reported issue was duplicated and found during occlusion test. The lead screw and both clutch halves were not operating as intended as a result of customer use. The lead screws and both clutch halves were replaced along with performing a preventive maintenance and functional testing. Service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; no information has been provided to date.